Manufacturer narrative:
Per field service engineer (fse) the back-up battery was replaced to address the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery does not charge. The customer reported there was no patient involvement.